Event description:
It was reported that during the implant of the right ventricular defibrillation lead, the patient experienced [pericardial] tamponade. The patient was brought into surgery and expired. No additional devices are associated with this implant as the patient experienced tamponade which "interrupted" the implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. A cause of death was requested and was not received.